Event description:
As reported, after insertion via right radial access, a 39mm x 80mm palmaz genesis on opta pro 135cm stent delivery system (sds) was not able to advance across a 90% common iliac artery lesion which had severe calcification and mild tortuosity. When the device was pulled back, the stent came off the delivery balloon when it hit the edge of a 6f 110cm brite tip radianz catheter sheath introducer (csi). The undeployed stent landed between the distal aorta and left common iliac artery. Bilateral femoral access was obtained with two 8f non-cordis csi¿s and several attempts to snare the undeployed palmaz genesis stent were made but were unsuccessful. As a result, a 39mm x 80mm palmaz genesis on opta pro 80cm sds was inserted via the left common femoral artery into the common femoral artery and was implanted to jail the undeployed palmaz genesis stent against the wall of the common iliac artery. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the delivery system from the patient and there was no compression at the tip of the brite tip radianz csi. A 260cm stiff aquatrack hydrophilic guidewire was used during this procedure. There was no resistance/friction between the aquatrack guidewire and the sds and there was no difficulty removing the guidewire. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after insertion via right radial access, a 39mm x 80mm palmaz genesis on opta pro 135cm stent delivery system (sds) was not able to advance across a 90% common iliac artery lesion which had severe calcification and mild tortuosity. When the device was pulled back, the stent came off the delivery balloon when it hit the edge of a 6f 110cm brite tip radianz catheter sheath introducer (csi). The undeployed stent landed between the distal aorta and left common iliac artery. Bilateral femoral access was obtained with two 8f non-cordis csi¿s and several attempts to snare the undeployed palmaz genesis stent were made but were unsuccessful. As a result, a 39mm x 80mm palmaz genesis on opta pro 80cm sds was inserted via the left common femoral artery into the common femoral artery and was implanted to jail the undeployed palmaz genesis stent against the wall of the common iliac artery. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the delivery system from the patient and there was no compression at the tip of the brite tip radianz csi. A 260cm stiff aquatrack hydrophilic guidewire was used during this procedure. There was no resistance/friction between the aquatrack guidewire and the sds and there was no difficulty removing the guidewire. The product was not returned for analysis. A product history record (phr) review of lot 82226836 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient/while pulling back into gc/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Additionally, the reported ¿stent delivery system (sds) failure to cross¿ could not be confirmed due the nature of the complaint, as the event cannot be replicated in the lab. Difficulty crossing a lesion, or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most related to patient anatomy, operator technique and appropriate device selection. Based on the information available for review, procedural factors and vessel characteristics likely contributed to the event as the delivery system was unable to cross the severely calcified stenosed lesion. The IFU cations, ¿never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ this may have also contributed to the stent dislodging off the balloon upon retracting the device through the brite tip csi. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.